Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported that the bed would not lower properly due to the motion interrupt pan. Additionally, it was reported that while checking to make sure the power cord was plugged in, a nurse aide inadvertently engaged the manual CPR release. While trying to catch the patient, she received a cut on her finger. The bed was inspected for sharp edges, but none were found. No medical intervention was required. There was patient involvement, but the patient experienced no adverse consequences from the event.